Event description:
In january 2006 the lay user/patient contacted lifescan alleging that his one touch ultra has missing segments. One day prior to calling lifescan, the patient noticed meter's missing segments issue. Later the same day, the patient developed symptoms of dizziness and attempted to test but he was unable to to decipher the meter display. Afraid of being hypoglycemic, the patient ate little more than normal (beans and fruits) to keep his blood sugar levels up. After eating, the patient felt better. About an hour later, the patient contacted the doctor who advised him to monitor his diet, avoid carbohydrates, and get a meter replacement as soon as possible. Being without a meter, the patient has been eating extra calories to avoid hypoglycemia and has not experienced any diabetic symptoms. The patient tests at least 4 times daily and is currently continuing his medication regimen of an unknown insulin (at least 10 units daily), 850 mg glucophage (twice daily), 45 mg actos (once daily), and 500 mg tolbutamide (twice daily). The patient also has hypertension. The meter and test strips were replaced. This complaint is being reported due to the missing segments issue. The patient was unable to test his blood sugar and the patient developed low blood sugar level symptoms, which could have been avoided.